Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes stopper popped up, and later on the stopper remains in the tube. The following information was provided by the initial reporter. The customer stated: "tubes with samples from the medical emergency department, (B)(6) arrive clinical chemistry lab at the same hospital. The sample is then loaded according to routine on sample sorter p512. The sample then go via automation path to centrifuge and automatic un-capper and then later onto cobas instrument where the rubber stopper from the hemogard closure remains on the tube. The event was detected when the instrument alarms for too low sample volume in the tube. The sample is sent on the automation to the sorting station where samples are handled manually. There it is established that the rubber stopper remains on the tube. The event entails a risk of damage to the sample needles on the instrument. Visual inspection of test needles and extra control run is carried out. Checks ok, no material damage occurred"

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes stopper popped up, and later on the stopper remains in the tube. The following information was provided by the initial reporter. The customer stated: "tubes with samples from the ...hospital arrive clinical chemistry lab at the same hospital. The sample is then loaded according to routine on sample sorter p512. The sample then go via automation path to centrifuge and automatic un-capper and then later onto cobas instrument where the rubber stopper from the hemogard closure remains on the tube. The event was detected when the instrument alarms for too low sample volume in the tube. The sample is sent on the automation to the sorting station where samples are handled manually. There it is established that the rubber stopper remains on the tube. The event entails a risk of damage to the sample needles on the instrument. Visual inspection of test needles and extra control run is carried out. Checks ok, no material damage occurred".

Manufacturer narrative:
The following field has been corrected: b.5. Describe event or problem: it was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes stopper popped up, and later on the stopper remains in the tube. The following information was provided by the initial reporter. The customer stated: "tubes with samples from the ...hospital arrive clinical chemistry lab at the same hospital. The sample is then loaded according to routine on sample sorter p512. The sample then go via automation path to centrifuge and automatic un-capper and then later onto cobas instrument where the rubber stopper from the hemogard closure remains on the tube. The event was detected when the instrument alarms for too low sample volume in the tube. The sample is sent on the automation to the sorting station where samples are handled manually. There it is established that the rubber stopper remains on the tube. The event entails a risk of damage to the sample needles on the instrument. Visual inspection of test needles and extra control run is carried out. Checks ok, no material damage occurred". Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by stopper pull out testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.